Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle of bd nexiva was separated from the hub during use.

Event description:
It was reported that a needle of bd¿ nexiva was separated from the hub during use.

Manufacturer narrative:
Investigation summary: one photo was submitted for evaluation; which displayed a package top web label and a nexiva 22ga unit in two pieces. DHR review was performed on lot number 8145552. The lot number was built / packaged on nfa line #2 from 26may18 thru 03june18. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed two non-related qn¿s were initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Investigation conclusion: based on the evaluation of the submitted photo the defect separation inserter from tubing was confirmed. The photo displayed the winged adapter was separated from the extension set. Root cause description: although the unit was not returned for evaluation; given the trend identified by the qda for this defect, it is likely that the failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect ss created at the new zone 8 adhesive dispense station. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. Rationale: CAPA 684099 has been initiated to further investigate this issue. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. Eura (end user risk analysis) review indicates that with limited severity and occasional occurrence, the risk to the end user is acceptable.